Manufacturer narrative:
Device evaluation of charger sn (B)(4) was completed. Upon investigation, the charger was found to have contamination on the battery board, intermittently being unable to charge a battery. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred due to the damaged charger.

Event description:
During investigation of the charger sn (B)(4) for an unrelated issue, a reportable malfunction was found. The charger was found to have contamination.